Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, noise and increased, variable pacing impedance was observed on the right ventricular (rv) lead. The event was resolved by explanting and replacing the rv lead and device. The patient was in stable condition. Related to manufacturer report number: 2938836-2020-01295.

Manufacturer narrative:
The reported event of high impedance was not confirmed. Bench testing was performed and showed normal device function.